Event description:
Related manufacturer reference number: 2017865-2024-37247 it was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor capture thresholds and minimal current of injury. The helix on the lp had tissue and coagulum which would not come off. A different lp was used which failed to enter long tether mode. A different delivery catheter was used to successfully implant the second lp. The patient was in stable condition.